Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead exhibited undersensing and unstable sensing. The lead connection was verified and the physician changed the position of the lead, however the situation persisted. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.